Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of two (2) fast-fix 360 failed to deployed. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported devices were received for evaluation. There was no relationship found between the devices and the reported event. A visual inspection of the returned devices showed that they were returned in the original boxes with the batch number of the complaint on the labels. Device one: the t1/t2/suture were returned off of the needle. The straw is damaged. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. Device two: the t1/t2/suture were returned off of the needle. The straw is damaged. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the devices showed that device one's actuator cycled as intended. Device two's actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the devices and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include inadvertently bending of the needle or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.